Manufacturer narrative:
Na.

Event description:
Customer complained of discrepant results between coaguchek xs meter (B)(4), coaguchek xs plus meter (B)(4) and a lab using an unknown reagent. On (B)(6) 2018, customer tested patient 1 by fingerstick on meter (B)(4) and the result was 4.9 inr. The patient had a lab test within 7 hours and the result was 3.5 inr. On (B)(6) 2018, customer tested patient 2 (female, (B)(6), birthday (B)(6), weight unknown) by fingerstick on meter (B)(4) and the result was 4.4 inr. The patient had a lab test within 7 hours and the result was 3.2 inr. Patient 1 and patient 2 have therapeutic ranges of 2.0-3.0 inr. Both patients have no hematocrit issues, no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no new medications, no new illness, no diet changes and no bleeding or bruising. Corresponding retention test strips ((B)(4)) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.